Event description:
A patient who underwent tha on (B)(6) 2016, complained of right hip pain. X-rays revealed that the cup side was prolapsed. One screw (out of three) was found to be broken when the cup was removed. The molar floor was in metallosis. The doctor decided to leave the broken screw in place and proceeded with the operation because removing the entire screw would be too risky. After that, the operation was completed as planned.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and wear/metallosis involving a hip screw was reported. Crack/fracture was confirmed via evaluation of provided photographs of the device. Wear/metallosis was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photo shows two recently explanted screws. One of the screw tips has fractured off and is not present in the photo. Nothing remarkable is observed on the other screw. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to cup malposition. Intraoperatively, fracture of one of the screws and metallosis were observed. The reported device was not returned however photographs were provided for review. The photo shows two recently explanted screws. One of the screw tips has fractured off and is not present in the photo. Nothing remarkable is observed on the other screw. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient who underwent tha on (B)(6) 2016, complained of right hip pain. X-rays revealed that the cup side was prolapsed. One screw (out of three) was found to be broken when the cup was removed. The molar floor was in metallosis. The doctor decided to leave the broken screw in place and proceeded with the operation because removing the entire screw would be too risky. After that, the operation was completed as planned.